Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient concurrently underwent diagnostic laparoscopy and adhesiolysis.

Event description:
It was reported that patient concurrently underwent diagnostic laparoscopy and adhesiolysis.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced painful urination, bloating, urge incontinence, urinary leakage, and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced painful urination, bloating, urge incontinence, urinary leakage, and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, hesitancy, and bladder discomfort.

Event description:
It was reported that following insertion the patient experienced urinary frequency, hesitancy, and bladder discomfort.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, cystocele and rectocele.

Event description:
It was reported that following insertion the patient experienced dyspareunia, cystocele and rectocele.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had an additional excision of mesh on (B)(6) 2010.

Manufacturer narrative:
It was reported that due to mesh erosion, patient underwent revision/removal in (B)(6) 2009.